Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional product code: gea. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in united kingdom as follows: it was reported on (B)(6) 2023, that the scrub nurse had problems loading each of the 4 screws straight for implantation, 2 different screw drivers were tried and same issue with both screwdrivers on the set. Nurse persevered in attempting to load the screw straight. This delayed the length of the surgery by approximately 10 minutes. There is no indication that the time delay occurred at a critical procedure step where high risks to the patient may be present. There is no indication that the delay resulted in any impact to the expected surgical outcome. This report is for one (1) poly screw driver reten sleeve this is report 4 of 4 for complaint (B)(4).